Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, a shaft fracture occurred. The "curved" target lesion contained calcification and was in an unspecified artery. A 2.5x24mm taxus express2 drug eluting stent had been selected to treat the lesion. During delivery, the proximal shaft fractured outside the body. The procedure was completed with another 2.5x24mm taxus express2 des. There were no pt complications reported with the pt's current condition listed as "good". Despite multiple attempts to request additional info, no additional info was rec'd.